Event description:
It was reported via medwatch report #(B)(4) that the stent dislodged inside the patient and migrated which required additional intervention. The target lesion was located in the right coronary artery. A 4.00 x 12mm synergy xd stent was used for percutaneous coronary intervention. During the procedure, embolization occurred while trying to advance through the shepherds crook into the right coronary artery through a guide liner. The stent would not pass, and when attempted to retrieve it through the guide liner, the stent got caught on the edge of the proximal stent and came off of the balloon. Attempts were made to retrieve it with snaring in the descending aorta, however, were unsuccessful. The stent then embolized into the splenic artery and lodged in the spleen. The stent was assessed as unretrievable, and it could not embolize elsewhere. No further patient complications were reported.